Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused waxing and waning blood pressure. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that an end user alleged a dreamwear full face mask may have caused fluctuating blood pressure. There was no report of serious or permanent injury. There was no report of medical intervention was required. The user stated she had been using the mask for 2-3 years and was unsure when the changes in her blood pressure started. The user was advised to contact her provider to have a different mask prescribed. No product will be returned for investigation. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The manufacturer incorrectly identified this event as being related to an issue with res 88058. An end user alleged that a dreamwear full face mask may have caused fluctuating blood pressure. There was no report of serious or permanent injury and no medical intervention was required. The user also stated she had been using the mask for 2-3 years and was unsure when the changes in her blood pressure started. The user was advised to contact her provider to have a different mask prescribed. The manufacturer's investigation is ongoing. A follow up report will be submitted upon completion of the manufacturer's investigation. Section h6 has been updated to reflect the correction.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Additional information was received and section b5 should be reported as:  the manufacturer previously reported that an end user alleged a dreamwear full face mask may have caused fluctuating blood pressure. There was no report of serious or permanent injury. There was no report of medical intervention was required. The user stated she had been using the mask for 2-3 years and was unsure when the changes in her blood pressure started. The user was advised to contact her provider to have a different mask prescribed.  The device has not yet returned to the manufacturer for evaluation.at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.  Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem.  Section h1 has changed to reflect a malfunction.  Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.